Manufacturer narrative:
Manufacturer's report date: august 21, 2014. (B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported numerous incidences of "spraying" from the maxzero connector upon disconnection from the bd slip luer vacutainer while drawing blood. This occurs in the nicu, peds, and picu units. No patient harm or medical intervention was reported. No further patient/event information was provided.